Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus. Reportedly, the customer disconnected from the infusion site; however, did not know the amount of insulin that had been delivered. At the time of the reported event, blood glucose (bg) level was 249 mg/dl. During a follow-up call, the customer reported bg level was stable.